Event description:
It was reported that the patient has expired approximately after an implant duration of 0.30 months, due to unknown reasons. It is unknown if the death was device related. Patient also had another device implanted. The devices were not explanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model # 4500, was implanted. Refer to MFR report # 6000002-2008-09527.

Manufacturer narrative:
Device not returned.